Event description:
A malfunction was reported on the pump by the caller, who indicated that no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for the pump to be replaced, confirmed the shipping address, and sent a replacement pump. The customer was instructed to use multiple daily injections as a backup therapy and to return the malfunctioning pump using a provided return box and pre-paid label. Additional guidance on putting the pump into storage mode and programming settings into the replacement pump was provided and acknowledged by the customer.